Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during implantation of a c-flex aspheric 970c iol. The event description provided states "trailing haptic got stuck in cartridge. Iol was then cut in 1/2 with mst shears - removed through primary incision".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility has reported that no complications were encountered during removal of the product from its packaging or the loading process. The c-flex aspheric 970c iol was loaded into the injector by the nurse. The healthcare professional cut the iol in 1/2 to facilitate explantation and the iol was then removed from the primary incision. No enlargement of the incision was required. A back-up lens was implanted without further complication in the original planned surgery session. The patient has not been injured as a result of this event. The explanted c-flex aspheric 970c iol has been retained by the healthcare facility and is being returned to rayner's us distributor. Arrangements for having the lens returned to rayner for inspection are being made with the distributor. Our review of production records for the c-flex aspheric 970c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970 c iol (september 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch (B)(4).